Event description:
To date no additional patient or event details has been received.

Manufacturer narrative:
H.4: corrected device manufacture date. A review of the last three product monitoring review's (pmr) for trends did identify an adverse trend during the june 18, 2018 pmr for spots on the duoderm product. The issue is being investigated under a non-conformance. The historical complaint data from june 01, 2016 to june 30, 2018 was reviewed as it relates to reports for product number 187955. A total of thirteen complaints, including this one, were reported. This issue will continue to be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 1049092. Manufacturing site: 1049092.

Manufacturer narrative:
Complainant street address: (B)(6). Complainant city: (B)(6). Complainant state/province: (B)(6). Complainant postal code: (B)(6). Complainant phone: (B)(6). Patient country: (B)(6). Hospital affiliation: (B)(6) hospital. Based on the available information, this event is deemed to be a reportable malfunction. Additional information was requested but, has been received to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported black spots were present on the dressing. Photos depicting the reported complaint issue were provided by the complainant.